Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2015: the patient presented with the following pre-op diagnosis: recurrent disc herniation (l5-s1), lumbar radiculopathy, and congenital and acquired spinal stenosis. The patient underwent the following procedures: posterior spinal fusion using allograft bone, bone morphogenic protein, local autograft; laminectomy (revision l5-s1); spine instrumentation (l5/s1), tlif (transforaminal lumbar interbody fusion) with cage. As per operative notes, ¿the surgeon proceeded with looking at the feasibility of a transforaminal lumbar interbody fusion and it was feasible without any additional bone removal. The cage itself was packed with autograft bone. The patient did not have an abundant bone graft, so autograft bone along with some bone graft from the spinous process from s1 was used and then 2 rolls of bmp (bone morphogenic protein) and autograft bone, allograft bone in the bilateral gutters were placed.¿ no intra-operative complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.